Event description:
The manufacturer received information alleging a device failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The previous follow up/final report was submitted with an incorrect h6 and h10. It is corrected in this corrected in this report. The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The device was returned to the manufacturer and the device's oxygen blending module housing and flow sensor element were found to need reseated and the oxygen blending module gasket and bellows were replaced to address the issue. During the evaluation a service required alarm condition was observed. The device's interface board was replaced to address the issue. You are going to have to code for bellows, board gasket.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's interface board was replaced to address the issue.